Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The air detector was not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The air detector was replaced.

Event description:
It was reported that the device had a damaged air detector, frequent air-in-line alarm. There was no reported patient involvement.